Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported a vent inop due to blower stalled. There was no patient harm or involvement reported.